Event description:
My mother had a medtronics spinal cord stimulator implanted (B)(6) 2008. It did not work initially. Subsequently, she has had several surgeries to shorten and reposition the leads. Her pain has never diminished and for the past year it has been increasing. This device promised it would help manage her pain. It's not working so, she is having it removed (B)(6)2010, so additional diagnostic procedures can be done. Dates of use: (B)(6)2008-(B)(6)2010. Diagnosis or reason for use: to relieve chronic back/leg pain.